Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the patient dropped the ilet pump and the cartridge became stuck; an attempted removal with a tool caused additional damage, and a replacement pump was sent overnight. Symptoms included no reported changes in blood glucose, and the patient transitioned to backup therapy due to inability to perform a supply change. Outcomes included continued cgm use with the dexcom app or receiver and instructions provided to shut down the ilet to avoid alerts, with notification that data will not transfer and a new startup will be required. Investigation included customer service triage, verification of shipping and return logistics, and guidance to sync data to the mobile app prior to return. Investigation of this device revealed physical damage to the pump consistent with user handling, with the cartridge interface compromised and the device requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to mechanical obstruction of the cartridge and nonrecoverable device damage.